Event description:
It was reported that customer experienced cgm error 42 and could not see sensor readings, and also saw bluetooth toggle greyed out. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through pump reset and restart of cgm sensor session, and pump then worked as intended with sensor session successfully started.